Manufacturer narrative:
(B)(4). The sample was received by baxter. Visual inspection of the sample identified a ruptured bladder, confirming the customer reported condition. The bladder was microscopically inspected, which did not identify any nonconformances. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Event description:
It was reported that a basal bolus infusor had a ruptured bladder. This issue occurred while the device was manually filled with an unknown drug using a syringe. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.